Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows; two of the headless compression screws 3.0 mm were used for a fracture of the acromion case. One of screws could be inserted without any problem but the tip of drill bit was broken before insertion of a second screw. The surgeon tried to remove the broken drill bit, but could not. The broken drill bit was left in the patient¿s bone. There was a 30 minute surgical delay. No patient harm was concluded based on the doctor¿s opinion. Re-operation of removing the broken guide wire is not planned at this time the doctor is just assesing the situation this is report 2 of 2 for (B)(4).